Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, and the cause was determined to be use related. One 4.2 fr s/l broviac catheter was returned for investigation. The catheter was received in three segments. The catheter had been cut 4mm distal to and 2.2cm proximal to the cuff. The cuts were most likely made after removal of the catheter. The catheter exhibited evidence of use. The catheter had been trimmed to length, the cuff was received with biological residue, and the printing on the clamping sleeve was partially worn. A breach was observed in the intermediate tubing just distal to the clamping sleeve. Elastic weakness was observed in the 4.2 fr and intermediate tubing segments just distal to the clamping oversleeve. The breach was only affected the outer intermediate tubing layer. The inner 4.2fr tubing was not breached. A microscopic examination of the adjoining surfaces of the break sites revealed an uneven and jagged surface, which is consistent with a tensile break. The characteristics of the damage are consistent with a tensile break. Due to the condition of the sample, it appeared that the catheter was damaged during use. The broviac catheter should be secured out of sight for infants and children. Vests and other clothing should be used to completely cover tubing and exit site. Patients should not be allowed to pull on tubing at any time to avoid catheter damage or breakage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the operator had found a crack in a part of the broviac catheter where the thicker part with a clamp and the thinner part meet. Because he had not known about the repair kit, he replaced the catheter with a new one instead of repairing it.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the operator had found a crack in a part of the broviac catheter where the thicker part with a clamp and the thinner part meet. Because he had not known about the repair kit, he replaced the catheter with a new one instead of repairing it.